Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a short study with 40 out of 48 hours and it fell off after two hours. A copy of the study was sent in for review. The recorder worked correctly during the previous procedure and was returned to the customer and the study was uploaded. There was no patient and user harm and a repeat procedure was necessary.

Manufacturer narrative:
Additional: if information is provided in the future, a supplemental report will be issued.